Event description:
It was reported that the patient with this pacemaker stated experiencing fatigue and was hospitalized after stating that a registered nurse indicated this device was not functioning properly. A report was subsequently reviewed by a physician and confirmed that the pacemaker was functioning normally and identified no anomalies. Technical services (ts) recommended that the patient coordinate with hospital providers to clarify the initial observation. To date, this device remains in service. No adverse patient effects were reported.